Event description:
The following has been reported: nurse reported: IV pump repeatedly notified rn that flow dial was not closed. Rn removed and reinserted with same message. Tried tubing in different IV pump with same error message. Rn obtained and primed a different tubing set and IV pump had no error message. Appears to be an IV tubing issue. No patient harm/infusion stoppage reported. A preliminary review identified the following issue: repeated 'flow dial not closed' alerts. Possibly, the flow dial was clogged due to a lack of lubricant. The set was returned for investigation. Primary line infusion was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag and tubing set problem alarm was confirmed by the IV pump. A primary line infusion test was also performed on another IV pump to confirm the set issue, the second IV pump confirmed again the tubing set problem alarm, using a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. During a microscopic evaluation a displaced diaphragm was observed. An underwater leak test was performed at 20 psi and bubbles were observed coming from the cassette, confirming the leak. A dye test was performed and a leak at the primary inlet valve was observed. The customer complaint is confirmed. The reported leak could be related to a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. An internal CAPA was opened to investigate this issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. Reporting as a conservative measure for the set leak. No adverse effects were reported.